Manufacturer narrative:
Evaluation of this complaint confirmed that it is consistent with a previously confirmed complaint. Customer data review identified non-sigmoidal unusual/abnormal curves for the false positive results and as a result this investigation will confirm the reported complaint. Per the previous investigation, based on the results of the investigation elements (quality data review-customer data review), a product deficiency for alinity m resp-4-plex amplification kit (list 09n79-090) was identified. Specification not met - while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. On november 1st, 2021, a decision (via approval of 493-risk) was made to issue a customer letter (urgent field safety notice / field correction recall) and a technical service bulletin to provide customers background on the issue, potential impact and necessary actions. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. On november 8th, this additional complaint was linked to the previously confirmed investigation. Additional follow up on investigation and corrective actions will be communicated via the 806 process. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m resp-4-plex amplification reagent kit (9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported two false positive results on the alinity m resp-4-plex assay for the cov-2 target. The customer suspected the results and decided to retest the samples with an unknown platform. The results were negative. The molecular application specialist (mas) reviewed the runs and identified that both positive curves are late and abnormal, with very low intensity and sharp turning points. The false positives results were not reported outside the lab. Therefore, no impact to patient management was reported due to these observations. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same / similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.